Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device¿s membrane switch panel caused the device to power on and off randomly, and depleted the battery. The membrane switch was evaluated and it was determined that the cause of the reported issue was due to the cable-mounted plug connector, designator p5 on the membrane switch panel having an intermittent short between socket 3 (sc1) and the on/off lands. The device was no longer under warranty, and the customer was advised to purchase a new device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer returned their device to physio-control for service. During device evaluation, physio observed that the readiness display showed a service wrench icon. The software was updated and the device was about to be returned to the customer, when it was observed that the device powered on automatically. If the device powers on automatically, it might deplete the battery, and the device might not be available for defibrillation therapy if required. There was no patient use associated with the reported event.